Event description:
Pt, with a history of end-stage renal failure, s/p cardiac surgery in 9/02. The pt had a complicated post-operative course, including multiple bronchoscopies. The pt subsequently developed a necrotizing pseudomonas. The pt died in 2002 as a result of multi-system organ failure.